Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when iol was inserted, the trailing haptic was clogged and damaged. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and damage to the haptic was observed. Intra ocular lens (iol) was returned outside of the device. The device was received in a blister tray inside the product carton. The lockout assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just outside the nozzle tip. No damage observed. The lens was returned outside of the device in a plastic bag together with a surgical gauze. Solution is dried on the iol, one haptic is broken torn, the other haptic is folded over the optic. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Received photo shows an company device. The plunger is advanced just outside the nozzle tip. The iol is outside of the device. One haptic is broken torn and is observed beside the remaining iol. The product investigation could not identify the root cause for the reported complaint trailing haptic was clogged and damaged as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol device contributed to the event. The product history records confirm that the product met release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).